Event description:
It was reported that the pt could feel the implant at the tympanic membrane, from around the time of the initial activation appointment. The audiologist reported that the vorp was extruding through the tm over time. At this time, the implant can be visualized at the tm, but the audiologist was not sure if it was the floating mass transducer or lead. Between the initial visit and the operating room date, the pt stated that she was itching her ear, and caught her finger on something, with a resultant decrease in hearing. Because she is post canal wall down mastoidectomy, it is very possible that she snagged the wire with her finger. During surgery, a large segment of the wire was found to be extruded. Additionally, the pt stated that her hearing had worsened after she had scratched her ear. The fmt was found to be displaced from the round window. It is assumed that she pulled the device from it's proper position.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.